Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line), which occurred on the homechoice (hc) during dwell 3 of 4. The technical service representative (tsr) explained the message to the home patient (hp) and informed the hp to recycle the machine. System error 2367 occurred and the tsr informed the hp to use a manual bag. There was no reason found for the message. The hc was okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance contacted the registered nurse (rn) regarding the reported event. The rn could not provide any information regarding this particular event.

Manufacturer narrative:
(B)(4). The sample and the lot number information was unknown; therefore, no evaluation or batch review could be performed. This complaint for a system error 2240 (air in set) was not confirmed. The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.